Manufacturer narrative:
No product is expected to be returned.initial reporter: lay user/patient's address and phone number was not provided at the time of call.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly has an unknown issue. The issue was not resolved with troubleshooting.